Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high pacing impedance measurements greater than 3,000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local field representative indicated that the physician plans to monitor the patient. There are no immediate plans for additional intervention.